Event description:
It was reported that the insulin pump had a off no power anomaly. Customer stated that the insulin pump did not turn on even after a new battery. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. The insulin pump was received with normal operating currents and passed self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was monitored and no unexpected off no power alarms or power shutting off occurred during our testing. No damage was found on the lcd isolation tape during our visual inspection. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.